Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, death a review of the manufacturing records for the device(s) was unable to be conducted as the item and lot numbers were not provided. As such no UDI for the device was available.

Event description:
On an unknown date this patient underwent endovascular treatment for a type iii endoleak and gore® excluder® aaa endoprostheses were implanted to reline an afx® endovascular graft reported to have a tear. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent reintervention for a suspected endoleak or endotension. All the devices were explanted. Intraopertive imaging post explant of the devices showed a big clot and the patient's blood pressure dropped. Blood pressure continued to drop and the patient suffered a pulmonary embolism and died in the operating room. Neither and endoleak or endotension were confirmed. Further investigation is being conducted.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an enlarging abdominal aortic aneurysm and type iii endoleak caused by a 3mm tear in the proximal portion of a previously implanted endologix graft. The aneurysm at this time was reported to measure approximately 7.7cm in diameter. On (B)(6) 2018, the patient underwent reintervention for a suspected endoleak or endotension associated with the endologix graft and enlargement of the aneurysm to 8cm. All the devices were explanted. Intraopertive imaging post explant of the devices showed a big clot and the patient's blood pressure dropped. Blood pressure continued to drop and the patient suffered a pulmonary embolism and later died in the critical care unit. No endoleak or endotension was able to be confirmed.

Manufacturer narrative:
Patient medications include but are not limited to: norvasc, lipitor, cozaar, macrobid.